Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip becoming caught in the chordae and causing a chordal rupture during removal. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. An xtw clip became entangled in the chordae during positioning. The clip was able to be removed from the chordae via standard troubleshooting, but a chordal rupture occurred. Despite the chordal rupture the xtw clip was able to be implanted. An additional clip was also implanted to further reduce mr to grade 2+. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a cause for the reported difficult removing from the anatomy (clip entangled with chordae). The tissue injury (chordal rupture) appears to be related to the troubleshooting maneuvers to free the clip from the chordae. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.